Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is in progress.

Event description:
Customer complaint alleges the device was found broken inside the package. The alleged defect was reported as detected during use. There was no report of harm to the patient. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint alleges the device was found broken inside the package. The alleged defect was reported as detected during use. There was no report of harm to the patient. Patient condition reported as "fine".